Event description:
It was reported that a patient underwent a procedure with a smart touch bidirectional catheter and during the product analysis investigation, it was found that the pebax had integrity issues. It was originally reported that during the procedure, there was high temperature observed at 48°c. The system stopped ablation when the temperature cutoff value was exceeded. The cutoff value was set to 50°c. The cable was changed and it did not resolve the issue. The issue was resolved when the catheter was changed. The procedure was completed with no patient consequence. This issue was assessed as not reportable as the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. On (B)(6) 2015 the bwi failure analysis lab noted the returned catheter condition of the clear sensor sleeve (pebax) had off white material inside it and there was no damage found to the pebax. This lab finding was assessed as not reportable. Since there was no damage to the pebax integrity, the potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. This event is being reported because after further investigation found on (B)(6) 2015, the scanning electron microscope (sem) results showed that the pebax material located between the dome and electrode #2 presented rupture and evidence of scratches. Since the results showed that the pebax had integrity issues, this issue has now been assessed as reportable. The awareness date for this record is (B)(6) 2015.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4). The returned device was visually inspected upon receipt and it was found the clear sensor sleeve (pebax) has off white material. A scanning electron microscope (sem) testing was performed and clear evidence of mechanical damage on the dome material which resulted in scratches. Moreover, the pebax material located between dome and electrode #2, presents rupture and evidence of scratches and abrasion mark. Considering that the pebax damaged section is aligned to the scratches caused on the dome, it is very likely that the unknown object which caused the mechanical damage on the dome, caused such damages on the pebax material as well. Additionally, sem/eds results showed that the whitish foreign matter analyzed presented elemental distribution of carbon, oxygen, sodium, magnesium, sulfur, chlorine, potassium, calcium, titanium, manganese, and nickel. The presence of chlorine and sodium could suggest that dry remains of the saline solution may have been generated the foreign matter found on internal pebax surface. An internal corrective action has been opened to investigate this type of pebax damage. Per the event reported, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding a temperature failure cannot be confirmed. An internal corrective action has been opened to investigate this type of pebax damage.